Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, when the lens was put into the patient's eye, it was noticed that the center of the lens was damaged. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned pressed down on one post of the lens case base resulting in gross optic damage. Solution is dried on both surfaces of the optic and haptics. One haptic tip is missing and the haptic is bent/deformed. The other haptic is chipped and is bent/deformed. The optic has gross damage. We are unable to determine the root cause for the reported complaint "lens was damaged". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was removed in an initial procedure.